Event description:
It was reported that customer experienced cgm error messages on pump and saw bluetooth connection greyed out. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, and after reset bluetooth functioned normally, cgm error did not reappear, and customer was instructed to wait 20 minutes before starting new sensor session, which customer understood and acknowledged.